Event description:
It was reported the impedance measurement on the superior vena cava coil on the right ventricular (rv) lead was high. The lead impedance measurements on the rv defibrillation and pacing coils, atrial lead, and left ventricular lead have increased. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004; 4193 implantable pacing lead (B)(6) 2004. (B)(4).